Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that she got burn from the insulin pump. Customer's blood glucose was 95 mg/dl. The customer was asked if there was any discoloration on the pump and look like it is burn. Customer stated no and confirmed that is it not a mark made by the pump buttons but he it is an actual burn. Customer stated yes, that is what the healthcare provider advised her that it is and it is from the insulin pump.